Event description:
The reporter contacted animas on (B)(6) 2013 and left a message that the patient¿s sugars were in the 300¿smg/dl. The reporter stated that the patient was in the emergency room. Animas customer support contacted the reporter and the reporter had questions about the site set. The reporter stated that the patient is traveling and they are in the hospital and there is no cell phone reception and will call back. Customer support attempted to contact the reporter and was unsuccessful. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/09/2014 with the following findings: the black box contains dates from 6/(B)(6) 2014. Black box and histories for the event on (B)(6) 2013 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. The pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.